Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer blood glucose level was 92mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, seating, basic occlusion, force sensor, occlusion, active current measurement tests; it failed sleep current measurement, and self tests. The self test returned power supply test failed during self-test. No other unexpected errors including critical pump error or this alarm is generated when a power failure is detected. Were noted. Per visual inspection there were signs of corrosion inside the battery compartment, on the electronic board particularly in the area of the battery connectors, and on the keypad ribbon cable.